Event description:
It was reported to tyco healthcare/ kendall that a customer had a problem with an insulin safety syringe. The customer reported that they are having difficulty with the safety mechanism on the syringe. The safety mechanism sticks when activating, which resulted in a dirty needle stick.

Manufacturer narrative:
An investigation is currently underway, upon completion, the results will be forwarded.